Event description:
A consumer reported she had double vision and sees floaters following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. This report was mailed to the FDA on: 11/30/2007. Additional information requested on 11/15/2007 by fax and by mail. Additional information has not been received.